Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildy tortous and moderately calcified left anterior descending artery. A 2.75x12mm promus element plus drug-eluting stent fractured during the procedure and the physician used a snare to remove the device out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital . Device evaluated by MFR: promus element plus, mr, ous 2.75 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was severely kinked at 46.5 cm distal from the end of the strain relief. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildy tortuous and moderately calcified left anterior descending artery. A 2.75x12mm promus element plus drug-eluting stent fractured during the procedure and the physician used a snare to remove the device out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.